Event description:
It was reported that the device had channel error. There was patient involvement, but harm is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of device had channel error was confirmed in review of the logs; however, the error was not replicated during testing. Functional testing using key press replication from the pcu event log to program the devices performing as intended. There were no errors or anomalies exhibited during replication testing. The test results for replicating the issue do not show an error during the preventive maintenance. Asm tests passed without errors or malfunctions. The patient side occlusion test alarming for occlusion on patient side passed with a recorded pressure of 8.1 psi. No conditions were identified during the internal or external inspections that are linked to the reported events. All parts inspected were manufactured by bd. The suspect pump module and concomitant pcu logs were retrieved from the systems to ascertain event details associated with the reported issue. The event dates 19may2025 and the time was not reported. A review of the suspect pump module and concomitant pcu error logs showed two error codes on the day (B)(6) 2025. At 7:31pm the error code 240.4150 appears, that means sensor broken high failure on the bottle pressure sensor. At 7:32 pm the error code 241.4140 appears, that means sensor broken low failure on the patient pressure sensor. The list table below shows the last infusions and activity on (B)(6) 2025. At 5:30 pm the concomitant pcu (s/n: (B)(6) was powered on and suspect pump module was attached with label b; pvi =0 ml, svi = 0 ml. At 5:31 pm the pump module was programmed a primary infusion of propofol with drug amount = 500mg, diluent volume = 50ml; rate = 15 ml/h and vtbi = 30 ml; pvi = 0ml and svi=0ml. The infusion lasted twenty-seven (27) minutes. At 5:39 pm the pump module was programmed with a rapid bolus dose with rate = 999 m/l and vtbi = 3 ml, pvi = 2.027 ml; the infusion lasted eleven (11) seconds and infused 3 ml. Then the infusion propofol continued; pvi = 5.062 ml. At 5:58 pm the pump module was reprogramming the primary infusion of propofol with rate = 12 ml/h and vtbi = 20.273 ml; pvi = 9.83 ml; the infusion lasted one hour and half and infused 17.91 ml. At 7:28 pm the pump module was paused and reprogramming the primary infusion of propofol with rate = 12 ml/h and vtbi = 40 ml; pvi = 27.74 ml; the infusion lasted three minutes and infused 0.5 ml. At 7:31 pm the pump module alarmed (channel error); pvi = 28.24 ml, infusion stopped. Then the unit was removed. At 7:32 pm the pump module added and label b; pvi = 28.24 ml. The restore last infusion with rate 12 ml/h and 39.5 ml, pvi = 28.24 ml; the infusion lasted less than a minute and infused 0.1 ml. At 7:33 pm the pump module alarmed (chennel error); pvi = 28.314 ml, the infusion was cancelled. At 9:36 pm the pcu was powered off and suspect pump module was removed; tvi = 28.314 ml. The bd alaris user manual v12.1 has information for the user regarding system errors; a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. Notes to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4). The device was disassembled for this investigation. Please replace the bezel assembly of the pump module and iui connectors. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n: (B)(6), (w/o: (B)(4). Please change the a/c cable and iui connectors. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported device had channel error was identified as a malfunction error code 240.4150 and 241.4140 during the infusions. The root cause of the error code 240.4150 and 241.4140 was confirmed during the log review and was not identified during investigative testing, as all returned devices are in good condition. Note that this report lists imdrf annex a1801, a040502, c0503, d08, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.